Event description:
The patient required frequent blood clotting time assessment intraoperatively. A singleline pressure system was primed and then connected to an extension tubing leading to the patient's femoral venous sheath. Initially, the system performed as expected when aspirating blood for analysis from the access site. Upon the 2nd draw, air was found in the pressure line. While troubleshooting the source of the in-line air, blood began to leak from the connection between the extension tubing and pressure line. The line was disconnected from the venous sheath and further assessment access draws obtained by the provider.